Manufacturer narrative:
Eval: the product was not returned to datascope for eval inspite of numerous attempts to contact the customer for the return of the product.

Event description:
The iab leaked. This was the only information at the time of the report. Event complications: unknown - reported 2/25/98. Pt's current status: unk - rpt'd 2/25/98.